Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. Lot number was not informed. Patient reported cramping and pelvic pain. The onset date of events was reported as (B)(6) 2015. On an unspecified date a diagnostic laparoscopy was done and showed coils out of tubes. According to the reporter, essure was continued. No further information was provided. Product technical complaint (ptc) received on 15-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report, refers to a (B)(6) female patient who experienced pelvic pain and cramping after essure (fallopian tube occlusion insert) insertion. She was submitted to a diagnostic laparoscopy, which showed coils out of tubes. These events were considered serious, due to medical importance and are listed in the reference safety information for essure. During essure therapy there is a risk the device could move out of the fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. However, considering event's nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 10-dec-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed spontaneous case report, refers to a (B)(6)-year-old female patient who experienced pelvic pain and cramping after essure (fallopian tube occlusion insert) insertion. She was submitted to a diagnostic laparoscopy, which showed coils out of tubes. These events were considered serious, due to medical importance and are listed in the reference safety information for essure. During essure therapy there is a risk the device could move out of the fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. However, considering event's nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.